Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock and the right ventricular lead had an elevated sensing integrity counter and non-sustained tachycardia episodes were present with evidence of oversensing. The lead integrity alert was triggered and an apparent lead fracture occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.